Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-23224, related manufacturer reference number: 2017865-2023-23225, related manufacturer reference number: 2017865-2023-23226. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was congestive heart failure and hypertensive heart disease.